Manufacturer narrative:
The interface cable was returned to the manufacturer for evaluation. After functional testing, performance testing, and visual/physical examination the reported issue was not confirmed. The cable passed all tests, system booted, readied, charged, and communicated as expected. Multiple 2d and 3d images were taken successfully. No functional problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while troubleshooting the previous cases on this system. The site encountered a frame rate error. Tech services (ts) walked the site through setting up the viva and acquiring an image. The site was able to acquire and received no error. No patient was present at the time of the event.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed the reported issue. The mobile view station (mvs) interface cable was replaced and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while troubleshooting the previous cases on this system. The site encountered a frame rate error. Tech services (ts) walked the site through setting up the viva and acquiring an image. The site was able to acquire and received no error. No patient was present at the time of the event.